Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning and was ready to get a new pump. The customer's blood glucose level was unknown. The customer stated that the insulin pump had a button error message. They stated that the insulin pump got wet. The customer stated that he was reading online that he needed to peel back the button sticker and when he did this it exposed what looked like a motherboard. The customer stated that since then he has been unable to use the insulin pump. The customer stated that the keypad overlay was peeled off. The insulin pump will be returned for analysis.